Event description:
It was reported that post epicardial lead placement, the right atrial (ra) lead had high thresholds. A chest xray showed that the slack in the lead was gone and tip was inverted. The lead was reprogrammed and then later revised by simply pushing it back in and repositioning for normal thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6935m62 lead implanted 2014 (B)(6); 5071-53 x2 leads implanted 2014 (B)(6); 6725 crdm adaptor implanted 2014 (B)(6); 5866-38m crdm adaptor implanted 2014 (B)(6). (B)(4).